Manufacturer narrative:
The reported field event of difficulty to loosen a stripped set screw was confirmed in the laboratory. Visual inspection noted that the rf df-1 set screw was found to be stripped and the svc df-1 set screw was damaged. Silicone, septum material was identified inside of the rv and svc df-1 set screw hex cavities. This material prevented full insertion of the torque driver in the hex cavities and resulted in difficulty loosening the set screw.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during the atrial lead reimplant, the set screw could not tightened the lead into the device port. The device was replaced. The patient condition is stable.